Event description:
Staff nurse states that she checked the guide wire prior to inserting the feeding tube. After the feeding tube was inserted the stylet could not be removed. After several attempts to remove the guide wire, the blue plastic cap came off the end of the guide wire. Entire feeding tube & stylet had to be removed from the pt.